Event description:
It was reported that the plastic on the graphic case lids (306.601) is cracked and exposing the rivet on the plastic causing the sterilization cases to rip. The screw on the side of the graphic cases (306.601 and 60.511.011) keeps coming out and the graphic case falls apart. No patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 3 of 6 for complaint (B)(4).